Manufacturer narrative:
Initial and final MDR (B)(4) - - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states this MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. It was reported that, the patient faced infusion set's leakage event on (B)(6) 2025. The leakage was at quick release. No further information available.

Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 3003442380-2025-06670. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5385702 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 5385702 were previously tested in 1600453 on 28/dec/2022. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Functional flow test on reference samples, 10 samples out 10 samples passed the test. Functional leak test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 5385702 was manufactured according to the wi version 71 and packaging in the multivac 09 & 12, on 17/may/2022, with a total of (B)(4) units. Assembly of quick set: the lot 5390353 was manufactured according to the wi version 23 assembled in the quickset line, on 17/may/2022, with a total of (B)(4) units. The lot 5390358 was manufactured according to the wi version 23 assembled in the quickset line, on 17/may/2022, with a total of (B)(4) units. The lot 5390352 was manufactured according to the wi version 23 assembled in the quickset line, on 17/may/2022, with a total of (B)(4) units. Gluing of quick set the lot 5377726 was manufactured according to the wi version 37 in the gluing of quick set machine mp04, mp05 & mp08, on 16/may/2022, with a total of (B)(4) units. The lot 5390341 was manufactured according to the wi version 37 in the gluing of quick set machine mp04, mp05 & mp08, on 18/may/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 12/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5385702 and no other complaint has been registered in database for the same lot 5385702 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.